Event description:
I was reported that the customer had been tested for high ketones and was advised to go to the emergency room. Customer stated that on the way to the emergency room, he developed chest pains and was unable to lift his right arm. Customer reported that he was when he was hospitalized, they focused mainly on his chest pain and not his high ketones. Customer's blood glucose level was below 180 mg/dl before admission, but ketones were showing high at the time of admission. The cause of the emergency room visit was the high ketones. Customer was also wearing the insulin pump at the time of the emergency room visit. Customer was called to get the hospitalization information due to an email the customer had sent previously. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.